Event description:
Symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in the tear troughs on 2 occasions, 3 weeks apart. 5 months later, patient presented with "granulomas in the right tear through and inflammation in the injected sites". Patient treated with corticoids, and prednisone. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00466 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volift¿ with lidocaine.